Event description:
It was reported that the ventilator delivered 14 breaths instead of the set 17 breaths. It was also stated that peep was set to 5 but it was reading 1. (B)(4).

Manufacturer narrative:
No information has so far been received on whether any parts were exchanged and not all the requested device logs have been received. The hospital however sent a view log but this starts with ongoing ventilation and does not include the mode of ventilation or all the set parameters at the time. Further information surrounding the event has been sought. A supplemental medwatch will be provided after investigation. (B)(4).